Manufacturer narrative:
The correct aware date on the parent record is (B)(6) 2022. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Patient representative reported left side "prosthesis had ruptured¿, ¿causing great displeasure to the patient, it shook her psychological and self-esteem¿, ¿heterogeneous implant showing hypercogenic lines in the upper quadrants and qil of the left breast, which may be related to intracapsular rupture or deep radial crease¿, ¿left breast: fibrosis, synovial metaplasia and chronic inflammatory process. Compatible with prosthesis capsule¿, ¿capsular contracture¿, and ¿recall¿ was performed on this complaint record." Device has been explanted. Treatment : lisador, cadein, clexane and cefadroxil.